Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with the device for analysis. The balloon cone profiles were reviewed and found that the balloon wings and folds were slightly disturbed out of their intended position. The balloon was bunched on the distal side. This disturbance was likely caused by the movement of the stent off the device. Additional information was requested however no data was provided on how stent detachment occurred. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Reportable based on device analysis completed on 05may2015. A 3.50x24mm promus premier drug-eluting stent was received with no reported device issue. However, returned device analysis revealed stent detachment.